Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) due to migration of the ipg. The patient could only feel the header of the ipg. As such, the charging disc required active pressure applied to the pocket site for the charger to locate and charge the ipg. The patient underwent an ipg pocket site revision procedure where the ipg was moved higher up in the left abdomen. The patient was recovering well postoperatively and able to successfully charge the device.